Event description:
The user facility reported clogged tubing with this lot. There were no pt injuries or impact. No add'l details or event dates were provided. The product was discarded; therefore, there will be no product returned for eval.

Manufacturer narrative:
Sterilization and lot history records were reviewed and found to be acceptable. The customer discarded the packs; therefore, there will be no product returned for eval. Report 1 of 15; see 1920664-2014-187, 188, 189, 190, 191, 192, 193, 194, 195, 196, 197, 198, 199 and 200.